Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth implants due to the patients concerns with the product. He also noticed a rupture. Healthcare professional additionally reported fold on the left side via rga form. Device has been explanted.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth implants due to the patients concerns with the product. Hcp also noticed a rupture. Healthcare professional additionally reported fold on the left side via rga form. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broke. In the anterior side assessed as surgical damage and missing side assessed as inconclusive. Anxiety ¿ product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Orange particle observed.